Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The customer stated that this was the fourth motor error alarm in the past 2 hours. The blood glucose reading was 172 mg/dl. The customer stated that he had gone through an airport scanner 3 days prior. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.